Event description:
It was reported a revision surgery due to catastrophic failure of a ceramic liner.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and without the requested supporting clinical documents, a thorough medical investigation cannot be rendered. Should any clinical information become available this complaint can be re assessed. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re opened.